Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing and luer lock connection. The user's blood glucose (bg) level was 345 mg/dl. The air bubbles were removed by priming the tubing and the user would address bg level with a bolus via the pump. A follow up with the contact confirmed that the user's bg level lowered to 122 mg/dl.